Manufacturer narrative:
No ge service was performed. Customer replaced the hard drive. System operates as intended.

Event description:
The customer reported the system displayed a disk error during boot up. No patient injury was reported.